Event description:
A user facility technician reported that a pt removed less than the intended amount of ultrafiltration (uf) during a treatment on a system 1000 hemodialysis machine. There were no machine alarms that indicated a problem with the treatment. However, the machine provided a transmembrane pressure reading that was lower than expected. This was not noted until after the treatment was complete. The intended uf was 6.1 kg. However, the pt actually ended the treatment 0.5 kg heavier than the start of the treatment. This was explained by the use of 0.5 kg of saline rinse used during the treatment. The pt was asymptomatic and there was no pt injury associated with this incident. The pt was dialyzed a second time for uf removal only.